Manufacturer narrative:
This event occurred on an unspecified date during 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were leaking from an unspecified location. The first leaking cassette was discovered during an unspecified process step during peritoneal dialysis (pd) therapy and the problem occurred again with a second set when replacing the equipment. There was no patient injury or medical intervention associated with this event. No additional information is available.